Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly and determined that the cause of the reported issue was due to a diode, designator cr20 on the power pbc assembly being shorted. This diode, designator cr20 being shorted, caused the device not to power on.

Event description:
It was reported to physio-control that the customer's device could not be powered on with either ac or dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent evaluated the device and verified the reported issue. The third-party service agent replaced the power pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.